Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Although the reported event was not confirmed the likely cause of the event is presumed to be a defective detection circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The olympus equipment management representative reported (on behalf of the customer) that the evis lucera video system center had a no-image issue. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the image was normal. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.